Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using carelink. No cosmetic damage noted. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to hyperglycemia and diabetic ketoacidosis. The customer's blood glucose level was 478 mg/dl at the time of hospitalization and were treated with insulin drip. The customer had a blood glucose over 500 mg/dl and was brought to the intensive care unit. The customer¿s blood glucose at time of the incident was 338 mg/dl. The customer had nausea and vomiting. The customer was unable to complete carelink upload. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they have a back-up plan available. The customer does not allege that the insulin pump was under delivering. The drive support cap appeared normal or slightly indented. The customer reported that the insulin exited at the quick release. The insulin pump passed the displacement test. The customer was advised to change entire set, reservoir and insulin and treat per the healthcare professional¿s instructions. The insulin pump passed the self test. The customer stated that it might have been the low reservoir. The insulin pump will not be returned for analysis.